Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One device was received for analysis. During visual inspection it was noted that the downstream occlusion dso sensor was damaged. The device failed visual tests, front and rear housing damaged, latch is too used, dso sensor trip point-not working, and clock battery is over life. The front and rear housing, battery, latch and dso sensor were replaced. Accuracy test passed -0,249. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The pump was being sent in for an unknown reason, and the customer did not provide any instruction. There was unknown patient involvement and unknown patient harm/adverse event reported.